Event description:
Customer alleged the brakes are broken. The wire broke from the brake handle. No injury alleged.

Manufacturer narrative:
The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The maintenance history of the device is unknown. Consumer called stating that the brake wires were allegedly pulled from the brake handle on his heavy duty (bariatric) rollator. The rollator was purchased on-line. The consumer did not have the model number or date code. No injury alleged.